Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
When implant was opened, we noticed the hole in the sterile packaging. Implant did not go on sterile field. Implant size was 180 mm in length. We did not have another 180 extension piece so we used a 100 mm + 80 mm extension piece to give surgeon length of implant need for his patient.

Manufacturer narrative:
An event regarding packaging damage involving a gmrs extension piece was reported. The event was confirmed through photographs. It appears that this component packaging was subjected to excessive handling whereby the device was being jolted inside the inner blister and thus protruded through the blister. Device history review indicated the device was manufactured and accepted into final stock. Two referenced nc¿s were not relevant to the reported event. Complaint history review indicated there have been no other events for the lot referenced. The investigation concluded that the packaging damage was caused by inappropriate handling or storage after the device had left the so limerick warehouse. Although the event is deemed user related, a trend was noted for damage to packaging whereby the component had perforated the blister. As part of ncr (B)(4), the packaging was improved by adding protection end caps to either end of the device within the skin pack to improve the security of the device within the skin pack during excessive handling. It is noted that the subject device was packaged prior to the introduction of the end caps.

Event description:
When implant was opened we noticed the hole in the sterile packaging. Implant did not go on sterile field. Implant size was 180mm in length. We did not have another 180 extension piece so we used a 100mm + 80mm extension piece to give surgeon length of implant need for his patient.